Event description:
It was reported the the cannula of the opti18 arterial cannulae was placed in the rijv as a venous drainage cannula. During the switch over to the new unit (levitronic pump head), the surgeon noticed that the pvc part of the cannula appeared to be slipping out of the connector. The overlap of the pvc was reported as being shallow, only 6-7mm. The device was reinforced with adhesive bonding as there was the reported risk of slipping off. They added a cable tie on the cannula for safety. The catheter is unable to be returned as it is still in the patient. The patient needs extended support. This is noted to be off label use as this device is designed for arterial cannulation and less than 6 hours of use.

Manufacturer narrative:
Device remains within the patient as the patient needed prolonged support. This is off label use as this cannula should remain implanted for no more than 6 hours. If product becomes available we will conduct a investigation into the root cause of this event.